Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the electrode head fell off. A visual inspection was performed and showed the probe is in very poor condition. The top electrode is detached from the probe. Under microscopic inspection the electrode shows to be bent on one side where it broke free indicating a force was applied to the tip. The insulation at the tip of the probe is damaged by contact. The return plate shows heavy scratches in the metal indicating a hard force was applied. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Event description:
It was reported that the electrode head fell off into the knee joint cavity. There was a backup device available to complete the procedure. No patient injury was reported.